Manufacturer narrative:
This prod is not sold in the united states, but it is similar to a prod with that is distributed in the united states. Add'l info will be submitted within thirty days upon receipt.

Event description:
During a percutaneous coronary intervention, the physician experienced inflation difficulty due secondary to balloon rupture, withdrawal difficulty and stent dislodgement outside the pt. The target lesion was in the distal right coronary artery to treat a highly tortuous in-stent stenosis of an unk stent with 99% stenosis. There was no calcification. Radial approach was chosen for the procedure. A guiding catheter, (neos extension with ikari curve 1.0sh) was inserted. Then, pre-dilation was conducted with a sprinter nc balloon. Inflation time and pressure were unk. Then, cypher (2.5/18mm) was inflated at 12 atm for 30 secs. However, during inflation, the shape of the balloon became a dog bone and wouldn't inflate any more. Suspecting a balloon rupture, the physician inserted a gooseneck snare to protect the stent from falling off the balloon and to safely retrieve the stent and sds from the pt. While outside the pt, the stent dislodged from the balloon. According to the physician, the cause of the inflation difficulty was a balloon rupture. The procedure was re-started from the beginning and a different cypher (3.0/18mm) was implanted instead. The procedure was extended for 2 hrs. There was no reported pt injury. Further investigation revealed not only that there was heavy flexion at the ostial portion of the rca, but that the physician also experienced some difficulty as he delivered the stent to the target lesion, and he also had difficulty retrieving the sds through the guiding catheter because it got caught at the tip of the guiding catheter. This prompted the physician to pull out the entire system. The stent dislodgement occurred outside the pt.